Manufacturer narrative:
(B)(4). This appears to be a "malfunction" type of event not because there was a technical malfunction of the device, but since due to a use error the device did not perform as intended. When reviewing similar reportable events, we have found a number of cases with similar fault description (miranti tipping). The trend observed for reportable complaints for events with this failure is currently considered to be slowly increasing, but still very low when compared to the base installed of devices in the market. (B)(4). It has been established that the bath trolley (miranti) was being used for patient handling at the time of the event. The device was put through a function test by the arjohuntleigh representative that visited the site. The device was in full working order. From this, it appears the device was up to specification at the time of the event, it was used for patient care and during and in doing so contributed to the event. It was stated that after a bath the client was sitting with the legs on the floor being dressed. This statement in itself shows incorrect use of the miranti was performed. The miranti is not designed for the purpose of being sat upon. The instruction for use (IFU) clearly states how to transfer a resident to and from the product. The actions are always to be carried out with a resident in the reclined position. The miranti has a height adjustable back/leg rest to allow for inclination but does not feature any parts or functions to cater for a seated position. As stated under the intended use in the supplied IFU, bedridden residents can and should be transferred with the miranti lift bath trolley from bed to the bath and back to bed. Additionally it is possible that when the handling procedure is not followed and the person on the stretcher is not laying (horizontal, as intended) but sitting, furthermore not on the middle but on one of the two ends of the stretcher, the weight of the person can cause the device to lose its balance and tip. To avoid possibility of the device tipping the caregiver should ensure that the resident is correctly positioned on the stretcher. Correct position for the resident to sit is the middle of the stretcher with the legs lying on and along the stretcher leg part. The IFU clearly states the importance of this patient correct positioning. Therefore -as stated by the customer facility also- there appears to have been no technical deficiency with the device and that a number of use errors caused the event, the most relevant use error being a failure of correct positioning the patient on the stretcher. From this we concluded that this incident was caused as a result of not following the handling procedures described in IFU, incorrect patient positioning on the device and not paying attention of the patient if remains in correct position. As a result of the findings the technician would suggest some extra training to the facility employees.

Event description:
Arjohuntleigh received a complaint where it was indicated that the resident was transported back to the patient room via the miranti unit. During the dressing of the patient while on the lift, the patient fell back onto the floor with the lift leg portion hurting the patient. Another description given by the customer says that the resident fell from chair, with seat belt in place around on him (feet on floor), with their back on center section (tipped). This seems to indicate that the legs of the patient were not on the stretcher but on the floor and the patient was still attached to the stretcher by safety belts.